Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of surgery incision was exacerbated by the lifevest equipment. The patient described the area as the garment and clasp was rubbing on incision, opening it back up causing it to ooze. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended placing gauze and keeping area covered until healed. Follow up indicated that the skin irritation improved.